Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal ligation (evl) procedure, performed on (B)(6) 2011. According to the complainant, during the procedure, several bands were deployed on the phlebeurysm. However, one of the bands (5th or 6th) failed to deploy, so the procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal ligation (evl) procedure, performed on (B)(6), 2011. According to the complainant, during the procedure, several bands were deployed on the phlebeurysm. However, one of the bands (5th or 6th) failed to deploy so the procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the suture was attached to the trip wire, but had detached from the ligator. Eight knots were present on the overall length of the suture, as manufactured. The trip wire is partially wound onto the spool and a slight indentation is present in the groove of the handle, which typically indicates use. There are two bands present on the ligator head, one white and one blue. The blue band appears to be stretched and looks as if it could easily break. Also, the teeth of the ligator head did not appear to be damaged. A functional evaluation was performed, which revealed the spool is able to be rotated and "clicks" with every 180 degrees of rotation. The condition of the returned device was consistent with the reported complaint that the 5th and 6th bands were unable to be deployed, as indicated by two bands being present on the ligator and the suture detached from the ligator. In addition, the blue band appeared to be stretched and looked as if it could easily break, which is likely due to anatomical or procedural factors that may have occurred during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.